Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) of over 600 mg/dl and diabetic ketoacidosis. Bg was addressed with insulin drip. Reportedly, the customer stated that the pump was not working. Customer reported that the pump did not alert when the battery was low or when the cartridge was going to be out of insulin. Additionally, it was reported that the cartridge leaked after the cartridge was filled with insulin. The customer had alternate insulin therapy available.